Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump usb port was damaged resulting in difficulties charging the pump. There was no adverse impact to customer's blood glucose. No additional event information was available